Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a downed motor. It was further reported that when the device was connected to any of the console devices, it displayed a c-3 error code. According to the reporter, the device was tested with several console devices and the same results were obtained. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that the connector was loose preventing the completion of the pre-test. It was determined that the issues were consistent with normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.